Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not cool the water and displayed an error message 113 (reduced water temperature control) . The advanced maintenance of 2000 hour was carried out. Per follow up information received on 08apr2022, it was reported that the device had been repaired. The mixing pump seemed not to be working properly and, as the preventive maintenance was programed soon, so the mixing pump replacement was included in it, and technicians did both things at the same time. The alert 113 (reduced water temperature control) indicated that the temperature was not being accurately controlled for more than 30 minutes during a therapy, it did not interrupt the treatment and the therapy continued and it was completed. As the therapy was not interrupted by the alert, they waited until the therapy ended and then reported the incidence. The weight of the patient was noted to be a (B)(6) and there was no reported damage. The therapy time was completed as prescribed. The mixing pump was replaced. It was noted that the mixing pump was broken , so replacement was needed.

Event description:
It was reported that the arctic sun device did not cool the water and displayed an error message 113 (reduced water temperature control) . The advanced maintenance of 2000 hour was carried out. Per follow up information received on 08apr2022, it was reported that the device had been repaired. The mixing pump seemed not to be working properly and, as the preventive maintenance was programed soon, so the mixing pump replacement was included in it, and technicians did both things at the same time. The alert 113 (reduced water temperature control) indicated that the temperature was not being accurately controlled for more than 30 minutes during a therapy, it did not interrupt the treatment and the therapy continued and it was completed. As the therapy was not interrupted by the alert, they waited until the therapy ended and then reported the incidence. The weight of the patient was noted to be a 92 kg and there was no reported damage. The therapy time was completed as prescribed. The mixing pump was replaced. It was noted that the mixing pump was broken , so replacement was needed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.